Event description:
Device 3 of 3: reference MFR report: 3008829311-2017-00383, reference MFR report: 3008829311-2017-00384. The patient had 4 leads implanted (1 from lot ab2200 at the s3 vertebral level, 1 from lot ab2097 at the s4 vertebral level and 2 from lot ab2204, 1 at the s3 vertebral level and 1 at the s4vertebral level) implanted as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads located at s3 were explanted and replaced. The replacement leads were placed at the s2-l1 vertebral level. Additionally, the leads implanted at l4 were relocated to the s2-l1 vertebral level. Reportedly, the patient is now receiving effective therapy.